Event description:
It was reported that the target lesion was in the left circumflex that had moderate tortuosity, heavy calcification, and a 99% stenosis. Rotablation was performed, followed by predilatation with a 2.5x15 mm trek dilatation balloon. A 3.0x23 mm promus was deployed and postdilatation was being performed with the 3.25x12 mm voyager nc; however, the balloon ruptured on the first inflation of 12 atmospheres for 10 seconds. There was no reported resistance during advancement or retraction of the balloon catheter in the patient. A non-abbott balloon was used to complete the procedure. No adverse patient effects or clinically significant delay in the procedure were reported. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Guide wire: sion, runthrough, guide cath: launcher, stent: promus 3.0x23mm. Device evaluation: it is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the lot history record for the reported lot revealed no associated non-conforming material records, indicating all lot release testing met specification. Based on the review, no product deficiency was identified.